Manufacturer narrative:
Date of event: (B)(6) 2014. Conclusion / root cause: a loose connection at the data acquisition (da) j3 connector side of this da to or controller (mc) board cable rev d (date code: 1209) was the cause of the reported failure. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from (B)(6) 2009. This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported that the unit failed with an internal communications errors occurrences. The customer reported that the unit was not in use on patient. The field service engineer (fse) verified the customer reported problem and replaced the data acquisition to motor controller cable to address the reported problem. The unit is now back in service.